Event description:
It was reported that the wake button was not working. The customer reverted to an alternative method of insulin therapy. There was no adverse impact on the customer's blood glucose level.